Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation revealed increased threshold on the rv lead. The patient was brought in and the lead was repositioned. The patient condition is fine.